Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193-78 lead, implanted (B)(6)2003, 4568-45 lead, implanted (B)(6) 2003,, d274trk ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the right ventricular pace/sense (rv p/s) lead was noted to have an elevated capture threshold. The lead programming was changed from true bipolar to integrated bipolar and another chronic pace/sense lead was tested; both options had better capture threshold, but the physician elected to keep the programming at its initial value (true biploar) and to continue use of the rv p/s lead. No patient complications have been reported as a result of this event.